Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. During the device analysis, it was observed a void in valve (approx. 3.5 mm vv), which is out specification. However, the workmanship found during the device analysis had no relation with the reported event. Therefore, no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Health professional reported a right side deflation and capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, linear opening, and the diapherm flange disk delaminated. Leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. Microscopic analysis identified a partial delamination of diapherm flange disk assessed as adhesive failure, two curved striated openings on plug strap assessed as surgical damage, and a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. A void was observed on valve side out specification (3.5 mm) and it is assessed as workmanship. Based on the device analysis the final assessment is: a crease smooth opening due to fold flaw opening. Delamination of diapherm flange disk assessed as adhesive failure. Particles on fill channel assessed as particle leakage. A further investigation has been initiated due to the workmanship found during device evaluation. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional additionally reported capsular contracture, baker grade ii.

Event description:
Device has been explanted.